Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) is boot looping and will not even start the software. Technical support (ts) had the customer do a power cycle and went through the hdd troubleshooting; however, the issue remained. There was no patient injury reported. Investigation summary: the device was returned for evaluation. During the evaluation the reported issue could not be duplicated as the unit booted up and loaded the cns software; however, it displayed error code 42. The hard drives (hdds) were replaced and re-imaged. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 10/07/2025 emailed the customer via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 10/13/2025 I called bill to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for bill to call me back with this information. Attempt # 3: 10/17/2025 I called bill to ask for model and serial numbers of any devices the reported device was connected or related to. A message was left for bill to call me back with this information. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow up, what type?. H3 device evaluated by manufacturer?. H11 additional manufacturer narrative.

Event description:
The customer reported that this central nurse's station (cns) is boot looping and will not even start the software. There was no patient injury reported.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) is boot looping and will not even start the software. Technical support (ts) had the customer do a power cycle and went through the hdd troubleshooting; however, the issue remained. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this central nurse's station (cns) is boot looping and will not even start the software. There was no patient injury reported.